Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump reservoir ring was damaged. The blood glucose was not provided at the time of the incident. The caller reported severe cracks on the insulin pump and that the reservoir ring was falling out. Insulin pump will not return for analysis.